Event description:
It was reported that during an unknown procedure the device was leaking gas from the valve. It appeared to be coming from the joint between the shaft and the removable top. Another device was used to complete the procedure. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.